Event description:
It was reported that there was oversensing noted on a y-adapted device that triggered a patient alert. Due to the y-adapted system, there has been a long history of double counting r-waves, so the patient alert was determined to be false sine there was no noise or other characteristics of lead failure. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.